Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 17 closed samples and 5 open samples with the needle detached from the thread, and the thread is still wound on the pack. We have also checked the needle detached and we have found rests of thread inside the needle hole. We have tested the needle attachment strength of the closed samples received and two of the samples do not fulfil ep requirement for the minimum. The results are: 2.54 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 1.53 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with premilene suture. The client reported that the needle detached from the thread in some units before and during surgery. Additional information has not been provided.